Event description:
It was reported that the communicator was emitting smoke and smelling like acid when plugged in. A boston scientific company representative advised removing the communicator and opted to replace a new communicator. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.